Event description:
It was reported that the patient expired due to unknown reasons. Date of death is unknown. Aware date is used as incident date. It was additionally reported that three other devices were implanted. Please refer to MFR #6000002-2008-05548 (model #2800), MFR #6000002-2008-08136 (model #3000tfx), and MFR #6000002-2008-08138 (model #4600).

Manufacturer narrative:
Device not returned.